Event description:
On (B)(6)2022, during a re intervention to reposition a lead, the physician reported to have to explant the device. When the physician tried to implant it again, he did not succeed to screw it again : he reported to not feel the screw under the screwdriver. He removed the leads carefully and still did not succeed to implant the device again. The device was explanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
On (B)(6) 2022, during a re intervention to reposition a lead, physician reported to have to explant the device. When the physician tried to implant it again, he did not succeed to screw it again: he reported to not feel the screw under the screwdriver. He removed the leads carefully and still did not succeed to implant the device again. The device was explanted.